Manufacturer narrative:
Correction: part number and unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system exited without prompt from the user twice. On the second exit, the navigation system became unresponsive and required a hard restart. Once that was performed, the site was able to continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.